Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed erratic results generated on the alinity c processing module for one patient sample that didn¿t match clinical history. The following data was provided: sid (B)(6): creatinine: initial result = 4.00 mg/dl, repeat = 1.49 mg/dl (all results generated expc flag) potassium: initial result = 7.2 mmol/l, repeat = 4.4 mmol/l. No impact to patient management was reported.

Event description:
The customer observed erratic results generated on the alinity c processing module for one patient sample that didn¿t match clinical history. The following data was provided: sid (B)(6): creatinine: initial result = 4.00 mg/dl, repeat = 1.49 mg/dl (all results generated expc flag) potassium: initial result = 7.2 mmol/l, repeat = 4.4 mmol/l no impact to patient management was reported.

Manufacturer narrative:
A single definitive cause of the discrepant results was not identified. Return testing was not completed as returns were not available. An instrument service history review revealed no additional tickets associated with discrepant/erratic creatinine and potassium results for serial (B)(6). There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaint and trending data for the alinity c processing module did not identify any similar issues as described in this complaint. A review of manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) was identified.